Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issues. The event code was cleared from the device's memory and did not return. After completing the defibrillation calibration, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported 360 joule output being high was likely caused by the device being out of calibration. The cause of the defibrillation related event code being logged could not be conclusively determined.

Event description:
Physio-control was evaluating the customer's device as part of an annual preventative maintenance inspection when it was observed that the device failed the 360 joule test. Physio observed that therapy was delivered; however, the output was slightly higher than normal. Additionally, a service indicator appeared and the device logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
The customer's device was recently returned to physio-control for the same reported issue and reported on medwatch MFR report # 3015876-2017-00512. Physio-control evaluated the customer's device and was able to verify the reported issue. The main keypad assembly was replaced which resolved the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further examined the removed main keypad assembly and determined the cause of the reported issue was due to an electrical open on the shock button. The shock button measure 7.1 k ohms, which resulted in no shock output.